Event description:
Caller indicated the relion prime meter was giving high readings. Caller is comparing her readings to her dr which was 129 and then she tested with the prime and received a 169. They used a finger when they did the test and used the same sample of blood and at the same time. The variance is 23% but she says that if it's over 250 she needs to medicate and she said that she has taken medication when her meter told her to but she felt fine and that she didn't need to take the medication. She has had the meter for about a month and she says that she feels that it has given her readings that were high since she purchased the meter so she went to the dr office because she would test and medicate due to the readings and then take too much and feel symptoms. She used to use the confirm for years and didn't have any problems but decided to try the prime because of the strips. She stores her meter with her other supplies in the dining room where the temperature is even. Replacing product. Several attempts were made to contact customer to gather details of incident but unable to reach customer. Audio was reviewed for incident details and caller stated she would take her blood sugar reading, take her insulin based on the reading and an hour later her blood sugar would start dropping because she took too much insulin. She stated she felt shaky and sweaty like she was going to pass out and could not see, stand or talk.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.